Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, lens got stuck in wound during insertion. After removing lens from wound, surgeon noticed optic was scratched. The iol was removed and replaced with a backup lens during the initial procedure. There was patient contact, product is not available for return as it is discarded. Additional information was requested.